Event description:
It was reported that the nurse opened a new cartridge and load a clip onto the applier but the clip was found broken. When the inside of the cartridge was checked some clips were already broken.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its lid stock. A loose half of a clip was also returned loose. The cartridge and the loose half of a clip were visually examined with and without magnification. It was observed that the loose half of the clip was the half of the clip with the hook. Visual examination of the cartridge revealed that the cartridge contained two intact clips and two clips broken in half at the hinge, one of which was the other half of the loose clip with the pierced bosses. Functional inspection was performed on the intact clips in the cartridge. A lab inventory clip applier was used. The clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the intact clips that were returned in the cartridge. Although the intact clips were able to properly load and were successfully applied to over-stressed surgical tubing, the cartridge contained two clips broken in half at the hinge. One of the broken clips was the other half of the loose clip. It could not be determined exactly how or what caused the clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips broken in cartridge" was confirmed based upon the sample received. The cartridge was returned with 2 intact clips remaining and 2 clips broken in half at the hinge. One of the broken clips was the other half of the loose clip. Although the intact clips were able to properly load and were successfully applied to over-stressed surgical tubing, the cartridge contained two clips broken in half at the hinge. R & d was consulted , and it could not be determined exactly how or what caused the clips to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73a1800246 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the nurse opened a new cartridge and load a clip onto the applier but the clip was found broken. When the inside of the cartridge was checked some clips were already broken.